Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the patient was experiencing discomfort with the reservoir. The patient "has had previous major surgeries so the space that the reservoir was placed was suboptimal to begin with." A new malleable device was implanted successfully and the patient is in good condition.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the patient was experiencing discomfort with the reservoir. The patient "has had previous major surgeries so the space that the reservoir was placed was suboptimal to begin with." A new malleable device was implanted successfully and the patient is in good condition. Additional information received states the patient's symptoms began immediately after the device was originally implanted.

Manufacturer narrative:
Additional information provided in: b5, d1, d4, d6. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.